Manufacturer narrative:
The user facility had confirmed that they were able to control the slow drift by reactivating the hydraulics to maintain the pt position and successfully compete the case. Per the customer, there was no pt injury. The table was pulled from svc immediately following the case and was not utilized for any add'l surgical cases. Steris sales rep was notified by the facility of the event and had a steris svc tech dispatched to the account. The tech contacted engineering and was informed that the likely cause of the drift was either a solenoid problem or some sort of debris in the hydraulic line causing blockage. Table has been returned to mfg plant for further eval.

Manufacturer narrative:
Evaluation of the returned table confirmed that the back section cylinder had debris occluding the valve which would restrict the flow of hydraulic fluid and cause the drift. The facility was provided with a replacement cmax table.no similar incidents have been reported involving this device; this is considered to be an isolated event.

Event description:
It was reported that the device was leaking a water-like fluid under the trigger area, during the cleaning process. There was no patient involvement or adverse consequences related to this event.